Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart mrx unexpectedly shutdown after deliving a shock during cardioversion. There was no pt impact.